Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 9393007, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: macroscopic examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage, as well as the area of fracture initiation location, which is located at the first thin-walled area nearest to the inserter attachment point; this suggests significant impaction force may have been utilized during the attempted insertion. Optical examination of the fracture surfaces identified fracture surface morphology consistent with brittle overload. The above observations are consistent with brittle overload during insertion as the mechanism of failure.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown date, the cages were reported broken. It is unknown if a revision surgery was done.